Manufacturer narrative:
H3: product analysis of part # (B)(4), lot# my23l001 visual and optical inspection confirmed the small knuckle handle has sheared off due to overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding a product used for spinal ther apy. It was reported that during inspection of the device prior to use, one of the knuckles was sticking after tension was released. The sticking issue persisted despite cleaning the knuckle with alcohol, and it was not possible to release the knuckle to return the arm to the tray. It doesn't happen real often but is a problem that we have experienced several times in the past. There was no patient involved and no further complications or symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.